Event description:
The pump was returned for investigation. Investigation revealed a dim display screen and a battery compartment crack. This report is made based on results of investigation completed on 12/19/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings: no related errors, alarms or warnings were observed in the pump history. The pump was opened and no moisture was found inside the pump. The display was observed to be dim with a reddish contrast. The battery compartment was observed to be cracked from the threads to the finger pad grip. There was no moisture observed inside the sensor window in the back of the pump. A leak test failed due to the battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).